Manufacturer narrative:
Additional info: 510k codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on (B)(6) 2014, during procedure, the device was broken and fell into patients cavity. The pieces of the product were retrieved. The product was replaced to resolve the issue. The patient had undergone chemotherapy or radiation treatments. There was no patient injury noted during this event. Patient medical history: tumor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device was broken. Broken part fell on the surgeon hand out of the patient cavity. Nothing fell into the patient cavity. The product was replaced to resolve the issue. The patient had undergone chemotherapy or radiation treatments. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection noted a metal piece from the spring loading mechanism had disengaged from the device. Functional testing was precluded due to the observed condition of the device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may be associated to mishandling of the instrument during use. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.